Event description:
It was reported that after completion of a da vinci ureteral reimplantation procedure, the patient developed sepsis roughly around post-operative day 2. An exploratory laparotomy was performed and the patient was found to have sustained a perforated colon. The patient subsequently passed away on (B)(6) 2014. According to the robotics coordinator from the site, an internal investigation was being performed in relation to the reported event. The cause of the patient's bowel perforation was unknown. However, the robotics coordinator indicated that the site believes the bowel injury might have occurred during introduction of a camera port. Reportedly, the camera port was not created under direct visualization. On (B)(6) 2014, isi contacted the robotics coordinator and obtained additional information regarding the reported event. To her knowledge, no malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. She reiterated that the site believes the cause of the patient's injury was due to camera trocar insertion.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the patient's post-operative complication and subsequent demise. There is no report that a malfunction of a da vinci system, instrument, or accessory occurred. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(4) 2014. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient was found to have sustained a bowel injury after undergoing a da vinci surgical procedure and subsequently passed away. However, at this time, the cause of the patient's injury is unknown.